Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: the pump case was removed and there was no internal moisture or internal defects found in the pump. There were no defects found to the motor drive during a visual inspection. A review of the black box revealed a call service (cs) 064-0008 alarm followed by a power on reset (por) at 4:17 pm on (B)(6) 2014. The time was then manually set to 4:00 pm on (B)(6) 2014. . Investigation was completed with the returned battery cap. The pump was exercised for 24 hours and the cs 064 alarm complaint was not duplicated. Unrelated to the complaint, the text on the display screen was found to be dim, faded and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.